Event description:
It was reported that following a two hour carotid artery stenting procedure (cas) for treatment of carotid stenosis, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed that the right common femoral artery (cfa) lumen was over 6 millimeters (mm) with no anomalies. The angio-seal was deployed and hemostasis was achieved. The patient became hypotensive and complained for lower leg pain in the ICU. Vasopressor medication, type and dose unknown, was given to maintain the patient's blood pressure. Later, cardiac tamponade, caused by a temporary pacemaker that was used during the cas, was found and treated by drainage. The next day, the patient ambulated in the morning. Intermittent claudication symptoms appeared. The right side ankle brachial index (abi) was measured 0.5 (date unknown). The physician suspected the cause of the pain was that the blood pressure dropped and blood flow was slowed. Allegedly, during this time, a thrombus formed around the anchor, or the collagen was deployed inside the artery. A three month follow-up on the patient was planned, but another physician performed a percutaneous coronary intervention (pci) and a post-procedure angiogram detected a shadow which was not thrombosis or plaque. Follow up mra, ultrasound, and angiogram (aog), date unknown, revealed a stenosis of 99%. Peripheral blood flow was barely present. Treatment options had been discussed and surgical removal of occlusion is planned.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.